Event description:
A customer reported an error 4163, x-axis cup transfer z-axis home overrun on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for prolactin (prl) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error log and was unable to reproduce the error due to it being very intermittent. The fse replaced the b/f table assembly and performed alignment of the x-transfer assembly to the b/f table assembly. The fse also performed a cup transfer evaluation test and it completed successfully without any errors. The fse also found that both of the b/f wash syringes were severely leaking; therefore the wash syringes were replaced. The fse also found the cap sensor assembly for the wash tank broken and replaced the wash cap/sensor electrode assembly. The instrument was validated by running customer biorad quality controls (qc) without errors and within an acceptable range and no further error occurred, the aia-2000 analyzer is back in service. A 13 month complaint and service history review for serial number 10577705 from the date of 23apr2021 through aware date 23may2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4 error messages states the following: [4163] x-axis cup transfer z-axis limit overrun. Cause: the home sensor activated improperly after movement of the x-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the b/f table unit (incubator), bf wash syringe, and the wash electrode assembly.